Event description:
We received the email concerning this aer from baxter bioscience on 11/03/2014: "an adverse event report was received by the global pharmacovigilance department at the baxter healthcare corporation, in which your product saline flush and heparin flush was listed as a suspect drug. Adverse event(s): fever, chills; reporter information: (B)(6). Patient information: pt identifiers: not available; dob: not available. No additional information was provided. If you require additional information, please contact the reporter directly."

Manufacturer narrative:
This complaint was initially received from the safety operations us affiliate team at baxter healthcare - global pharmacovigilance, (B)(4). They provided us the contact information for the initial reporter (complainant) (B)(6), product coordinator at (B)(6). We received this complaint for two of our products (normal saline IV flush syringe and heparin IV flush syringe). According to the initial reporter, during a treatment to the patient, the nurse used advate as an anti-hemophilic treatment from baxter; with our products as concomitants. Therefore, a MDR will be filed for each of these two products. The complainant informed us that the actual samples are not available to return to us for evaluation, but she promised that she will send us some samples from the same lot. Retain samples from the same lot were visually inspected and tested for bacterial endotoxins. Results were negative and no findings were revealed. Further information received from the initial reporter: on friday (B)(6) 2014, when the patient received advate as an anti-hemophilic treatment from baxter; with our products as concomitants. The patient got the reaction. Reaction occurred within 20 minutes of infusion. Therefore, he was admitted to emergency shortly after reaction and also released from emergency on the same day. The symptoms experienced are not expected for this condition/therapy. Symptoms included fever up to 104 degrees f, shaking chills, hallucinations, and mental status changes. Patient has been on current therapy 1-6 months. The product was infused by a home care rn the investigation is still in progress and will be reported to the FDA using a follow-up report. Device not yet received.

Manufacturer narrative:
On monday. (B)(6) 2014, we received an update from the initial reporter, ms (B)(6), product coordinator at (B)(6), in which she states: "... We have concluded that the adverse reaction was due to the advate. There was no reaction from the saline or heparin flushes provided by your company. Thank you for your involvement with the closure of this event..." As a result of this new information and medefil internal complaint investigation, we are closing the complaint and sending this MDR closing report. The additional information confirms that the medefil products were not the causative agent of this adverse event. The complaint will be revisited, if additional information is received from the complainant.

Event description:
We received the email concerning this aer from baxter bioscience on (B)(6) 2014: "an adverse event report was received by the global pharmacovigilance department at the baxter healthcare corporation, in which your product saline flush and heparin flush was listed as a suspect drug. Adverse event(s): fever, chills. Reporter information: (B)(6). Patient information: pt identifiers: not available. (B)(6). No additional information was provided. If you require additional information, please contact the reporter directly."

Manufacturer narrative:
The previous report was submitted on 11/12/2014 instead of 11/07/2014.

Event description:
We received the email concerning this aer from baxter bioscience on (B)(6) 2014: "an adverse event report was received by the global pharmacovigilance department at the baxter healthcare corporation, in which your product saline flush and heparin flush was listed as a suspect drug. Adverse event(s): fever, chills. Reporter information: (B)(6). Patient information: pt identifiers: not available dob: (B)(6). No additional information was provided. If you require additional information, please contact the reporter directly."